Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was intended to be implanted during an endovascular procedure for the treatment of a 250mm thoracic aortic dissection. It was reported that during the index procedure while prepping the device for implantation the device leaked from the front grip after being flushed from the side port extension. The physician opted to use a non-mdt device in order to complete the procedure.  As per the physician the cause of the event was due to the valiant captivia device.  No additional clinical sequelae was provided and the patient is fine.